Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported a channel disconnect that caused an unspecified infusion via syringe model to stop infusing. It was reported by the nicu nurse that the patient experienced clinical affects, the nurse stated that the "patient crashed". Although requested there were no additional details provided regarding this event.